Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that cable-mounted plug connector, designator p21, had disconnected from pcb-mounted jack connector, designator j21, on the therapy pcb assembly which caused the reported issue. Physio then reconnected p21 to j21 and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected via a quik combo therapy cable and defibrillation electrodes. Medical personnel confirmed that all of the connections were secure and even tried a second set of defibrillation electrodes; however, despite these troubleshooting attempts they continued to receive the same "connect electrodes" message. While medical personnel were troubleshooting the device, the patient was being provided CPR by healthcare professionals at the facility, and the patients airway was being managed by a respiratory therapist via a trach tube. When checked, the patient did not have a pulse. A backup device was obtained approximately 3-4 minutes after attempts to troubleshoot the device were deemed unsuccessful. The total delay time from when medical personnel first arrived until the backup device was on-scene was approximately 6-7 minutes. The customer did not report what, if any, treatment was provided to the patient using the backup device. Additionally, no further details about the patient, patient outcome or the event were provided.